Event description:
It was reported that the patient was experiencing inadequate stimulation. The physician believed the inadequate stimulation was due to the anatomy of the patient or initial placement. Reprogramming was unsuccessful. The patient underwent a revision procedure to disconnect the paddle lead and implant four linear leads. The disconnected paddle lead remains implanted in the patient and the patient was doing well post-operatively.